Event description:
Customer reported a port issue and noted her adc blood glucose meter would turn on when the button was pressed, but not with test strip insertion. Customer further reported that on (B)(6) 2012, "around 4 or 5 pm", she began to feel "sick", nauseous and was "throwing up". She also noted her "blood pressure shot up", she was "dehydrated", "was out of it" and "lethargic". Customer initially thought she had "the flu". Later, at 2:00 am on (B)(6) paramedics were called and a reading of 400 mg/dl was received. Customer was treated on the scene with an intravenous infusion of unknown type and transported to a local healthcare facility. Customer was diagnosed with hyperglycemia and dka (diabetic ketoacidosis) and treated with an "insulin drip". Customer also noted her blood pressure was brought under control and had labs drawn every four hours. It was additionally reported the customer received a diagnosis of coronary artery disease and noted having "two stents put in". It is unknown if this procedure was performed during this admission or from a previous admission. Customer was hospitalized for approximately nine days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned; however, the reported test strips expired 2012 (B)(4) and were not used for investigation. The meter was investigated with retained test strips. The returned meter powered on with button press and strip insertion. No power issue was observed. No new issues were observed. The complaint is not confirmed. (B)(4).

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).